Event description:
A report received from the user stated a endobronchial tube cuff did not deflate, prior to use. No additional info was provided by the customer.

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on (B)(4) 2014. Investigation results revealed the following: investigation of deflation issues associated with the brochocath products has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall, and when the notched openings are oriented to the outside of the curvature. Information has been added to the database, and trends will continue to be monitored. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One endobronchial tube sample was returned for evaluation in a sample bag without its original unit pack or carton. Visual examination showed that the shape of the tubing has been altered, and the stylet wire was not returned with the tube. The unit was inflated using the parameters set, and both cuffs inflated without any defects or restrictions. Both cuffs deflated without any issues. The returned unit was inflated / deflated three times, and no issues were detected. All of our broncho catheter products undergo a four hour inflate/deflate tests prior to release from our manufacturing facility, and it is at this stage in the process that any defects are removed from the lot. The reported malfunction could not be verified on the returned sample. (B)(4).